Manufacturer narrative:
The scope was returned to for evaluation and confirmed the customer¿s complaint of a ¿blocked channel¿ as the brush could not be inserted into the channel due to the blockage. The insulation resistance at the tip was out of specification due to the plastic scope cover. The angulation wire was found worn causing the ¿up¿ angle and the u/d control knob not to meet standard. A portion of the bending section rubber was found broken. The scope¿s switch #1 was found polluted. The light guide lens was found cracked. The adhesive around the scope¿s lenses was cracked and chipped. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, foreign material was observed exiting the scope¿s suction channel. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From photos provided for the investigation, it was believed that the foreign material was the tip of a cleaning brush used at the facility. Therefore, the assumable cause of this phenomenon was that the brush was broken due to an "unfitting diameter" to the channel diameter, brush deterioration or the like, which left fragments inside the biopsy channel; also, it was presumed that the reprocessing method at the facility differed from the recommendations of the instructions for use (IFU); and finally, the facility staff was less trained in reprocessing and/or device handling according to the IFU. The IFU states the following regarding the inspection of the endoscopic system: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.